Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller was guided through a pump reset by technical support, resulting in the successful start of their sensor session, with no further display of the error code.